Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the wire on the tenaculum forceps instrument was in a loop. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were broken. The housing was removed to find one grip cable broken near the clamping pulley cable groove. The clamping pulleys exhibited white residue around the cable grooves. The other backend cables were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.